Manufacturer narrative:
Investigation summary: bd received two photos for investigation. One of the customer photos displays three vacutainer tubes with blood stains on the top, and blood stains are also visible in the vacutainer holder. The rubber sleeve of the fbn sample mounted to it is not clearly visible in the photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® flashback blood collection needle, blood was leaking from the needle when collecting blood. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® flashback blood collection needle, blood was leaking from the needle when collecting blood. No adverse impact was reported regarding the patient or user.